Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00903. It was reported the physician was concerned with the sterility of the extension from the initial procedure. As a result, the extensions were explanted and replaced.